Event description:
Anesthesia vaporizer failure: unit went into "no output" alarm. Pt blood pressure dropped slightly. As a result of the incident, hosp has pulled all 10 of the anesthesia vaporizers for svc. Of the 10 vaporizers, 4 were sent to the MFR for investigations. As per the MFR's reporting, 3/4 vaporizers were tested and found 1/4 "to be delivering output slightly high to mfg spec" and 3/4 were found "to be delivering output slightly low to mfg spec.